Event description:
It was reported by dealer that the hanger weldments are bent on the spreegt power chair, normal wear and tear. The dealer stated no injury or property damage to report. The caller has no further information to provide.